Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated. There were no reported attempts made to retrieve the filter. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated. There were no reported attempts made to retrieve the filter. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one week and three days post filter deployment, chest x-ray revealed an inferior vena cava filter was noted with the apex at the level of l3 position. After two months, x-ray revealed there was an inferior vena cava filter in place. Eventually three months later, computed tomography (CT) revealed an inferior vena cava filter was in place. Another computed tomography (CT) was taken on the next day, it revealed that an inferior vena cava filter was in place and there was a small filling defect in the infrarenal inferior vena cava cephalad to the proximal extent of the filter. Subsequent computed tomography (CT) was taken after four days revealed, there was no pulmonary embolism of the main pulmonary artery or main right and left pulmonary arteries. There was an apparent filling defect in the first generation, left upper lobe branches of the left pulmonary artery. Small pulmonary emboli cannot be excluded in this region and the patient does had risk factors for pulmonary emboli. There was a moderate size right sided pleural effusion and no pericardial effusion. Subsequent computed tomography (CT) revealed, that there was an inferior vena cava filter present. There was again a small amount of thrombus superior to the apex or upper aspect of the inferior vena cava. There was also a small amount of thrombus inferior to the inferior vena cava. Eventually six days later, computed tomography (CT) revealed there was an inferior vena cava filter present. Also, there was a small right pleural effusion, which was believed to be 2-degree/2 new clots on inferior vena cava filter. Approximately eight years and eleven months later computed tomography (CT) revealed there was an inferior vena cava filter in place, in good infrarenal position. There was no evidence of migration. There was evidence of lateral tilting with inferior vena cava filter apex along the lateral inferior vena cava wall. There was intraperitoneal perforation of multiple inferior vena cava struts without perforation of any adjacent local structures or organs. Therefore, the investigation is confirmed for the perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. However, the investigation is inconclusive for thrombus above the filter. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:b5,d4(expiry date: 04/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to stroke. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.